Event description:
A vessel dissection occurred during initial stent implant. Three years later post stent implant, a stent thrombosis was identified. The index procedure was an emergent case due to unstable angina pectoris. The procedure included treatment of a lesion in the mid left anterior descending artery (lad). The de novo lesion was eccentric, bifurcated, and flexed and presented timi iii flow. The lesion classification was b2. The lesion was 13mm long with a 2.8mm reference vessel diameter. During the procedure, the lesion was predilated at 14 atmospheres (atms) for 20 seconds. Then a 2.5x18mm cypher stent was deployed at 16 atm for 20 seconds. However, a vessel dissection occurred during the implant; therefore, to treat the dissection, a 2.5x23mm cypher stent was implanted. The stent was deployed overlapping the distal of the first stent. Post-dilation was conducted with a balloon. The residual stenosis was 0% and presented timi iii flow. Act was not measured. Approximately, three years post implant; the patient complained of chest pain and was admitted in the hospital. At the time, elevation of cardiac enzymes was confirmed; therefore, an intra-aortic balloon pump was placed. Subsequently, a coronary angiogram was conducted and thrombus was observed in the proximal lad and inside of the 2.5x18mm cypher stent. Therefore, to treat the thrombus, aspiration and balloon angioplasty were conducted. Approximately, a week later, the patient recovered and was discharged from the hospital. Further information indicated that the possible cause of the thrombotic event was that the proximal edge of the implanted 2.5x18mm was under-dilated. The product is not available for evaluation, as it remains implanted.

Manufacturer narrative:
This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2008-02524. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.